Event description:
It was reported that the patient underwent a posterior spinal surgery at l4-s1. It was reported that the set screw would not thread into the bone screw at l5. It was determined that the pedicle of the patient was too small to accommodate a larger screw so the original screw was left in the pedicle and no set screw was used. The other side of the construct had no issues with setscrews at the three levels. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.